Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a coil deformation at approximately 21 cm from the is-1 pin. Further inspection was performed which confirmed that the lead had an outer coil fracture at that point. This type of damage is consistent with repeated stress over time. The reported high impedance measurements and oversensed noise were likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch due to out of range pace impedances of greater than 2000 ohms. Further review also found oversensed noise which resulted in pacing inhibition. The patient is dependent, but did not report any symptoms. A revision was then scheduled and the rv lead was explanted and replaced. During the revision, the lead was found to be fractured. No additional adverse patient effects were reported.